Event description:
It was reported that during a gastric bypass procedure, the trocar was leaking throughout the case and the leaking air could be heard coming out from the trocar. Two other trocars were leaking and there seems to be a space between the reducer caps as well. The same trocars were used to complete the procedure. No adverse consequences reported.

Event description:
A hospital in (B)(6) reported that an rt210 adult breathing circuit caused a ventilator alarm when connected to a ventilator during patient use. Three other breathing circuits were tried with the same outcome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results found that the b12lt device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked during insertion and removal of test probe. We are unable to conclude what caused the reported event; however, an investigation has been initiated to determine the potential root cause of the leaking issues. Please note that it is known from the history of the trocar that if the leaking occurs between the universal seal cap and trocar housing/cannula during manipulation of inserted devices, this is potentially a result of instrument torque. A valid lot/batch number was not received therefore the device history review could not be performed. The analysis results found that the b12lt device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked while inserting and removing the test probe. We are unable to conclude what caused the reported event; however, an investigation has been initiated to determine the potential root cause of the leaking issues. Please note that it is known from the history of the trocar that if the leaking occurs between the universal seal cap and trocar housing/cannula during manipulation of inserted devices, this is potentially a result of instrument torque. A valid lot/batch number was not received therefore the device history review could not be performed. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk. Leak test failure.